Event description:
A customer contacted beckman coulter regarding an issue with the unicel dxi 800 access sample pipettor which resulted in comprise of a pt's sample. The customer indicated that a pt's stat sample was loaded on the unicel dxi 800 access instrument, via the sample presentation unit, for testing. The instrument posted a number of warning messages in the event log, and then the run was stopped. No results were generated, and the sample was returned to the offload area. Upon return of the sample, the customer observed that it was full of clear liquid. There was no report of pt injury requiring medical attention associated to or connected with this event.

Manufacturer narrative:
The sample was collected in a serum separator tube (sst) with intention for ckmb and accu tni testing. The customer stated that the sample was a short draw sample. Throughout the morning, prior to the event, the customer experienced issues with ultrasonic level sense failures, insufficient sample in tube and in vessel, and an "aspiration monitor detected possible obstruction" indicating problem with the aliquot function of the sample pipettor. Just before the event, the instrument posted multiple warning messages in the vent log. The warning messages were also generated during the event. A field service engineer was dispatched to the customer' lab in 2007: the fse confirmed no results were generated after a sample produced an obstruction error. Fse found a clot in the sample. When the clot was detected, the probe assembly did not move to the wash station, but the clot and wash buffer had been flushed and evacuated back into the sample tube. The fse arranged to have customer return the back up tape for investigation: based on the investigation, the motor slippage error caused the sample pipettor performed a probe wash over a patient sample instead of the sample probe wash tower as intended. Although sample short draw was addressed, it is assumed that motor slippage error may have contributed to this event. A malfunction will be assumed for the purpose of this report.